Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during service by a baxter service technician. The root cause was determined to be depleted main batteries. This condition was resolved onsite at the facility by a baxter field service technician replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.